Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. A complaint and device history review could not be performed as a valid lot number was not provided. The everest mixt surgical technique was reviewed and the following relevant information was identified: advance the everest mi xtower locking screw inserter over the guidewire. Once the screw reaches the pedicle, take a lateral x-ray to ensure the screw is collinear with the guidewire. Push the everest mi xtower locking screw inserter down to the pedicle and insert the screw into the vertebral body. Once the screw is satisfactorily positioned, pull down on the thumb knob to disengage the locking feature, then spin the thumb knob counterclockwise to disengage the everest mi xtower locking screw inserter (p. 11). Since the device was not available for investigation, the root cause could not be determined conclusively. The welds may have been weakened during screw head manipulation, rod passing, or screw compression/distraction, possibly predisposing the welds to failure later in the case.

Event description:
It was reported that the everest xt polyaxial screw broke prematurely, leaving the small tab still attached to the tulip of the screw. A 5 minute delay was reported to remove the broken screw using a needle driver. No adverse consequences to the patient. The surgery was completed successfully.

Event description:
It was reported that the everest xt polyaxial screw broke prematurely, leaving the small tab still attached to the tulip of the screw. A 5 minute delay was reported to remove the broken screw using a needle driver. No adverse consequences to the patient. The surgery was completed successfully.